Event description:
It was reported an ins overdischarge was suspected. It was reported there was a shocking or jolting sensation. It was logged that the patient had a procedure done in (B)(6) 2013 and the patient turned it off a couple of months after that because she was experiencing shocking. It was noted that the patient was going to have a lead revision done on (B)(6) 2014 and needed the battery to be charged at that point. It was noted the patient would need to undergo a physician mode recharge before the date of the revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).